Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom intermittently powering on/off was confirmed and reproduced. It was caused by a failing upper hook switch. As a result, the upper auxiliary was replaced.

Event description:
It was reported that a pump was intermittently powering on/off. There was no patient injury.